Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump was not able to be primed due to a call service alarm. Reportedly, multiple attempts to prime were unsuccessful due to the call service alarms. It was noted that the alarm occurred more often than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/10/2014 with the following findings: a review of the pump history showed multiple call service alarms (cs 064-0001) due to an occlusion during priming. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The reported issue that the pump was not able to complete the prime step due to multiple call service alarms was not able to be duplicated during investigation. No defects were found.